Event description:
It was reported that the upper portion of the balloon membrane would not inflate. A syringe was attached and used successfully to inflate the balloon; however, it would not inflate again when connected to the iabp. The iab was exchanged. There were no reported patient complications.

Event description:
The upper portion of the balloon membrane would not inflate. A syringe was attached and used successfully to inflate the balloon; however, it would not inflate again when connected to the iabp. The iab was exchanged. There were no reported patient complications.